Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1600 mg/dl and was subsequently hospitalized. The customer alleged that the pump was "not working"; however, no additional clarification was provided. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019. Reportedly, the customer reverted to manual injections for alternate insulin therapy. The customer declined to provide further detail regarding the issue.